Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she could not clear the alarm and has been trying for 2 days to clear the button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.